Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a baseline pericardial effusion. A watchman access system and 24mm watchman laa closure device and delivery system were used. The closure device was deployed and implanted successfully. At some point during the procedure, the effusion was noted to have grown slightly. After the closure device was implanted, a pericardiocentesis was performed and 90cc of fluid were drained. The patient remained stable throughout the procedure and was discharged two days post procedure.